Event description:
As reported to coloplast though not verified, pt was implanted with aris mesh. Later the pt experienced recurrent infections, vaginal bleeding, discharge, dyspareunia, incontinence and mesh erosion. A cystoscopy and removal of the mesh were performed.

Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the info contained in this report.